Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that poor sensing and no capture was observed on the right ventricular lead. The rv lead was explanted and replaced. The patient was asymptomatic and was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.